Manufacturer narrative:
It was discovered while troubleshooting with bci hotline that a ckmb reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel. Service was not dispatched for this event as the root cause was identified while troubleshooting with hotline.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding ind/no value flags for ckmb results on 2 patient samples generated by the access 2 immunoassay system. Upon repeat on an alternate methodology, results of 1.4ng/ml and 0.8ng/ml were obtained for the 2 patients respectively. No reports of death, injury, or change to patient treatment have been reported in connection with this event.